Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21 cfr part 803. We have compared the post-op images which were collected with the pre-op planned images. It is indeed clear that the implant ended up too close to the neighbouring tooth. Unfortunately, since the post-op information is only an rx-image, it is not possible to draw many conclusions of difference in positions since our panoramic images are computed differently. Concerning the mesial translation of the implant position, we have to inform you that any process is always vulnerable to slight inaccuracies, and the guide production process has a possible occurrence of the following inaccuracies: conversion of the scan images to 3d images. Matching of the plaster model to the scan images. Tolerance of the classic drill into the guiding tubes, where there are normal tolerances of 0.2 mm at tube position. All of these accuracy levels taken into account, we have a tolerance of about 2 mm at the implant apex, and therefore of approximately 1 mm at the implant shoulder when using classic guides. For optimal transfer of pre-op implant positions, we recommend to use the simplant safe or universal guides, as they eliminate the largest of the inaccuracies mentioned above, which is the tolerance of the drill into the tube, therefore greatly reducing the tolerance of the implant position.

Event description:
In this event it was reported that a surgiguide was used for implant placement in region #20. The implant was placed too deep and too close to the root of the neighbouring tooth. The surgery was completed, no additional treatment was necessary.